Event description:
It was reported that during a laparoscopic appendectomy procedure, not all the staples came out/ were deployed when fired. No other details known. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) reload was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.